Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set will be most likely discarded.

Event description:
On 03/07/2024, infutronix received a report that an IV administration set had a "tubing issue - medication spilled, paused the treatment, and got the pump turned off ". No patient harm. The infusion cannot resume without causing delay in treatment.

Manufacturer narrative:
This aware date in section g3 of this MDR should had been (B)(6) 2024, instead of (B)(6) 2024. It had been filed in error. Therefore, this followup1 is to rectify this aware date in section g3. [Reference: (B)(4)].